Event description:
The facility reported a flogard infusion pump with an "f38 alarm". It is unknown if this event occurred during delivery and therefore patient involvement is unknown. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during the sample evaluation and event history log review. Service determined that the cause was due to the force sensing resistors being out of specification. The resistors were replaced onsite, at the facility, by a field service technician to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.